Manufacturer narrative:
A review of the manufacturing records for the device will be conducted. The evaluation is in process. The device remains implanted and is not available for investigation. (B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of the right common iliac artery aneurysm using a gore® excluder® aaa endoprosthesis and a gore® excluder® iliac branch endoprosthesis. After all devices were implanted, a distal type I endoleak from the internal iliac component in the right internal iliac artery was observed. It seemed that the distal end of the internal iliac artery was not deployed in the healthy right internal iliac artery (almost no landing zone length). The physician decided to monitor it. On (B)(6) 2021, a reintervention was performed to treat the distal type I endoleak. The superior gluteal artery and the inferior gluteal artery were coil embolized. The patient tolerated the procedure.

Manufacturer narrative:
Additional information: h6: codes. H6: code 213: a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for analysis. Code 4581- this code is used to describe an endoleak. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak. According to the IFU, additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. The gore® excluder® iliac branch endoprosthesis (ibe) is intended to be used with the gore® excluder® aaa endoprosthesis to isolate the common iliac artery from systemic blood flow and preserve blood flow in the external iliac and internal iliac arteries in patients with a common iliac or aortoiliac aneurysm, who have appropriate anatomy, including: internal iliac artery treatment length of at least 30 mm of which at least 10 mm must be non-aneurysmal seal zone of 6.5 - 13.5 mm in diameter.